Event description:
The customer initially called to report several failed battery test alarms. The customer then stated that he was treated by the paramedics due to low blood glucose levels. No blood glucose reading was reported for the event. The customer had to go to work and was unable to troubleshoot. Found that the customer has only been on insulin pump therapy for one week and had a few basal rates programmed in the insulin pump that he was not aware of. The customer also stated that the screen went blank last night. Advised the customer that the insulin pump would be replaced, but to speak to his dr about getting basal rates programmed correctly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.